Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was stiff, requiring excessive force to open. Although it had been recently repaired, it remained difficult to operate and could potentially lead to further damage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the full height main drawer 5 sticky while opening. A field service engineer (fse) replaced the right-side slide rail and the rear left side slide bumper. The system functioned as intended after field service engineer repaired the device.